Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During asnis micro surgery, the tip of screw driver was broken when surgeon tightened a screw. The broken tip was removed from the patient. After that, the surgeon used solid screw driver and finished the surgery.

Manufacturer narrative:
The reported incident that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue (B)(4) (breakage during surgery) could be confirmed. The root cause of this breakage issue has been identified as a design issue. This problem has been reported through (B)(4) and is now addressed by CAPA (B)(4). The device inspection revealed the following: tip breakage was verified). Given the nature of the returned device, a dimensional inspection could not be performed. Given the nature of the returned device, a functional inspection could not be performed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During asnis micro surgery, the tip of screw driver was broken when surgeon tightened a screw. The broken tip was removed from the patient. After that, the surgeon used solid screw driver and finished the surgery.